Event description:
This report was rec'd from a man who had previously reported arachnoiditis associated with methylprednisolone acetate in 1994. He contacted pharmacia & upjohn on 14apr98, indicating that gelfoam had been used during a laminectomy procedure and he believed that both products contributed to the arachnoiditis. He was requesting compensation concerning the gelfoam. He did not provide any other info. He was involved in a class action suit and rec'd compensation for the methylprednisolone acetate. Although the source did not provide serious criteria, a co physician determined the event to be medically serious as medical intervention or treatment was necessary for the event.